Manufacturer narrative:
(B)(4)

Event description:
It was reported episodes of nonsustained oversensing were stored on a recent session record due to myopotential oversensing. The patient was asymptomatic. The low frequency attenuation filter was disabled. The patient condition is good.